Event description:
During index procedure, the patient had three endeavor sprint drug eluting stents placed in the lad. It was reported that an angiographic complication of dissection occurred during index procedure.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (dissection).